Event description:
It was reported through the litigation process that a vena cava filter was deployed successfully, in a patient with pulmonary embolism. Approximately some time later post filter deployment, the filter strut allegedly perforated the inferior vena cava and aorta and patient developed with abdominal pain. It was further reported that the patient was diagnosed with inferior vena cava occlusion and thrombus. Reportedly, the patient was developed with massive pulmonary embolism, right heart failure and cardiogenic shock and treated with intra-aortic balloon pump and extra-corporeal membrane oxygenation. Reportedly, the filter was removed and the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.